Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the emergency medical services were dispatched on (B)(6) 2021 because customer had low blood glucose level. Customer's blood glucose value was 30 mg/dl when they were taken to emergency room. Customer was treated with food, glucose or carbohydrate intake for low blood glucose level. Customer's current blood glucose level was 418 mg/dl and it was treated with manual injection. Customer stated ever since they changed reading on their insulin pump, they started getting low blood glucose every morning. Customer's blood glucose were down to 30 mg/dl, 40 mg/dl, 50 mg/dl and 60 mg/dl. Customer also had low blood glucose level of 49 mg/dl. Customer stated insulin pump had unexpected restart error alarm that reset time and date and it was not set back correctly after troubleshooting. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.